Event description:
The customer reported that the bedside monitor and the central station did not provide audible alarms for a pt having a ventricular fibrillation (vfib) event. A physician working in front of the central station at that time noticed the vfib event. The physician stated that the central station displayed a blue indicated sector for the pt, but he did not hear any audible alarm at the central station. The current status of the pt was not reported.